Event description:
It was reported during a routine device revision procedure, that this non-boston scientific lead was surgically explanted due to high, out of range shock impedance (greater than 200 ohms) and lead damage. Besides surgical intervention, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).